Event description:
Customer reports to have moisture under display screen due to dropping insulin pump into water. Customer's blood glucose was 157 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump function properly during displacement and self test. Pump was received with minor scratched display window, cracked lcd window at all four corners, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on electronic and motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)